Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer received occlusion alarms during basal delivery and another during bolus delivery. Customer's blood glucose (bg) level was elevated (220 mg/dl). Troubleshooting with tandem technical support indicated the cartridge and tubing were functioning properly, suggesting the occlusion was at the infusion set site. Customer indicated bg level would be monitored and site would be changed if another alarm occurred.